Manufacturer narrative:
Other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 02-dec-2017, UDI#: (B)(4). (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine and bupivacaine at unknown doses and concentrations via intrathecal drug delivery pump. The indication for use was noted as spinal pain. It was reported that the patient was worried he might have a partial blockage or leak in his catheter because he was getting no relief at all. His device worked great after first getting it, and had trouble with his catheter leaking before, and thought he had an issue with the catheter again. The trouble was in "I'm guessing (B)(6)" 2017. The patient had no relief at all "at least 6 weeks to 2 months ago," relative to ((B)(6) 2018). There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a consumer. The patient was concerned that there was a blockage in the catheter because he was still experiencing trouble with pain. It was further noted that they decided to check the pump and catheter and opened the patient up regarding surgery. They discovered the catheter was frayed, they took out the pump and reinserted the pump. The patient had pain in his stomach and the patient found out the pump was facing a different direction and his healthcare provider (hcp) said the pump moved on its own. The patient has had 3 dye tests with fluoroscopy. The patient thought the dye clears out the catheter because his pain improves after the test but then it gets worse again. The patient inquired about tests that can be done to check the catheter for blockages. At the time of the report information was reviewed and the patient was redirected to discuss with their hcp. It was further indicated that his hcp told the patient if there was a blockage the pump would alarm. Alarm information was reviewed at the time of the report and having the hcp contact mdt directly to discuss possible appropriate tests/procedures that may be considered for the patient was reviewed. It was further noted that the hcp told the patient he should have a CT scan because there is too much radiation. CT scan information was reviewed at the time of the report and the patient was again redirected to their hcp and to have the hcp contact the manufacturer directly. It was further noted that the patient was at their hcp for an adjustment on (B)(6) 2019 and the pain got better then until today ((B)(6) 2019). Regarding the frayed catheter, stomach pain, pump having moved, and trouble with pain, the date of the event was described as having occurred almost a year and 3 to four months ago. The drug currently in the pump was dilaudid and ¿point 4 something¿ was indicated regarding dose/concentration. It was further indicated that the drug in at the time of the other issues was morphine and bupivacaine with a dose/concentration of ¿ just above one point something¿.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable drug infusion device. The drug being delivered was morphine (unknown) at 0.852 mg and bupivacaine at 0.4258 mg, both with unknown concentrations. The patient states he was reading from a printout and did not see mg/day he just saw mg following the medication name. The reason for use was spinal pain. It was reported that the caller asked ¿if the scanner the hcp (healthcare professional) uses to adjust the medication can that be used to tell if the pump is working properly.¿ the patient said he is having a lot of problems with the medication not giving pain relief, the hcp wants him to come in and the patient stated ¿it is tiresome depressing and living daily with this pain.¿ ¿the pump was so great when first had it put in and they got it up to right level.¿ the caller alleged they have been going back and forth trying different things. The patient said last year october or november (2017) he had 2 dye tests done and he was told they could not find anything, and right after the dye test the pain went away. The hcp told him the dye test may have pushed out a blockage. After the dye tests, the doctor did a surgery where he removed the pump in order to check the catheter said there was a frayed end on the end of the catheter tube where it goes into the pump so he repaired it and that took place in october or november (2017). The patient said he was ok between the surgery and 2 or 3 months ago (prior to the call date of (B)(6) 2018). ¿about 4 or 5 weeks ago¿ he saw the doctor and they set the pump to pulse: push out more medication, 3 times a day instead of 2 but that did not help. The caller was to follow up with the hcp. The patient had an appointment on (B)(6) 2018 at 3:45. Additional information was received from the patient on (B)(6) 2018. The patient called back stating he would like to locate a new doctor for follow up, since he is having trouble with his current managing doctor addressing the pain issue previously documented (pain is almost the way it was prior to implant). The patient states the pump was ¿scanned with a scanner¿ yesterday ((B)(6) 2018) to see if the pump was working, and they said it was working. Also, as previously documented, the patient states they are also suggesting to lower the medication to see if the pain gets worse. The next refill is (B)(6) 2018 and the catheter is scheduled to be checked on (B)(6) 2018, but he would like to check out other doctors. Physician listings were emailed to the patient. Additional information was received from the patient on (B)(6) 2018. The patient stated, "last september or october (2017) I had a doctor removed the pump to look for a problem, and the problem was the catheter, he found a frayed end and he put the pump back, and I asked him why he turned it a quarter of a turn and he said the pump turned itself.¿ the patient was redirected to the hcp. Additional information was received from the patient on (B)(6) 2018. The patient was asking for physician listings. There were no further complications reported/anticipated.